Manufacturer narrative:
(B)(4). The mfg documentation for the returned device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR in damaged condition. A kink was observed in the hypotube; the tip appeared to be corroded/deformed and yellowish substance debris was noted on it. The pressure sensor was also noticed to be projecting out of its housing and debris was observed on and around it. After the decontamination process, the pressure sensor was partially missing and the soldered dome was also missing from the tip of the device. Functional test was performed and the wire was not recognized and could not zero. The "attach wire to connector" message was displayed. This type of message indicates a signal failure and it is due to an open electrical circuit. Since the device was received in damaged condition, the possible root cause could not be conclusively determined. The residue observed may have formed as a result of being used in the clinical environment. The sensor and dome may have corroded due to the chemicals used during decontamination process. The IFU for this product indicates: "do not use product, which has been damaged in any way; which this may result in vessel damage, inaccurate pressure measurements and/or poor torque response." Additional info from the distributor was requested and a supplemental report will be submitted when new info is obtained.

Event description:
The physician reported of constant "attach the connector" message. There was no report of pt injury due to this event. The device was returned to the MFR for eval. During the examination of the device, it was observed that the pressure sensor was projecting out of its housing.